Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was annoyed with its implant position in their body. Surgical intervention was performed and one of the suture sleeves was observed to have not properly fixated in the pocket. The s-ICD was repositioned with two new sutures. During automatic set-up, low amplitude measurements and p-wave oversensing were observed. The s-ICD remains in service and there have been no adverse patient effects reported.